Manufacturer narrative:
The device ac power cord is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the male end of the device ac power cord caught on fire when it was plugged into an electrical outlet. It was reported that the patient was immediately evacuated from the room. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. It was reported that the ac power cord and the outlet were both melted. The customer contact reported the oxygen from the wall was also on at the time of the event. The customer contact reported that the ac power cord was replaced, the device passed testing and was returned to clinical service. No additional information was provided

Manufacturer narrative:
Testing and investigation found that the male end of the ac power cord was burnt and melted; it was unable to determine if there was spillage or contamination. The power cord was received burnt, melted and with two prongs missing, it was not possible to test it for continuity, open or shorts circuits and unable to performed the pvt electrical safety test. A probable cause for the burnt ac power cord could not be determined.

Event description:
The customer contact reported that the male end of the device ac power cord caught on fire when it was plugged into an electrical outlet. It was reported that the patient was immediately evacuated from the room. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. It was reported that the ac power cord and the outlet were both melted. The customer contact reported the oxygen from the wall was also on at the time of the event. The customer contact reported that the ac power cord was replaced, the device passed testing and was returned to clinical service. No additional information was provided